Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: the device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. It is possible to confirm the defect as photographs were provided. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Device is used for treatment with the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign- spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the piece which joins the product to a battery is fractured. This event occurred during surgery in sterile field. Due diligence is completed for this complaint; to date whatever additional information received have been captured in the report.